Event description:
It was reported that the patient had to lay flat on stomach to charge and took three attempts every week. It was noted that the ipg had migrated. The patient underwent a procedure wherein the pocket was revised. The patient was doing well postoperatively.